Manufacturer narrative:
The device was returned, and an investigation for the reported hematoma was conducted. An angiography revealed that the bleeding was not coming from the arteriotomy. The patient's act at the time of the bleeding was 250 seconds. Therefore, the root cause of the hematoma was patient condition. As noted in the impella IFU: access site bleeding: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the team found a hematoma. This hematoma was caused by a leakage that was afterwards confirmed by the peripheral angiography team. After performing an angiography, it was confirmed that the leakage was not coming from a blood vessel. The impella was removed, and a new device was put in place. After explant of the device, the medical team noticed some kind of rupture on the 9f introducer. Blood products were administered. The device was removed and replaced with another pump. It was reported that the patient remained stable.